Event description:
It was reported that the patient developed mania after the device was implanted and the device was subsequently programmed off approximately one and a half years ago. The patient indicated that after a successful 80 pound weight loss the device has become bothersome and the patient would like the device removed. The patient indicated that he plans to see his ent surgeon in a few weeks. Surgery is likely; however, has not occurred to date.

Event description:
Follow up found that no additional information could be provided as the patient had not been seen since 2010 and their medical records were in storage.